Event description:
It was reported that the patient's "pump readings" indicated that she was receiving effective therapy. The reporter had no further information.

Event description:
Patient admitted to hospital for underdose symptoms. Eleven days before initial report, patient had an elective endoscopic hysterectomy, not reported if it was device related. Four days prior to the initial report the patient began having "in controlled diarrhea," (it was unclear what was meant) increased pain, nausea, vomiting and underdose symptoms, location: abdomen. The device logs were read on the morning of the initial report, no abnormal readings, a copy was left with the hospital staff and a copy brought to the following physician's clinic. The patient did have an abdominal computerized tomography (CT) scan the morning of the initial report, no results were reported. Actions required as a result of the event were also noted as "other, e.g medication changes, not opened, open-not used, please explain," no specifications were reported. The device system was used to infuse dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter: model 8711, lot# j11405r54, implanted:(B)(6) 2003. (B)(4).